Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported false upstream occlusion alarms, which was reproduced. The false messages were found to be caused by low ultrasonic readings and a loaded set. The upstream sensor and upstream pusher were replaced to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no pt injury.